Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced withdrawal symptoms. However, the specific symptoms were unknown to the reported. At the time of this report, the patient was doing well. It was unknown if the device would be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stall which recovered during internal decontamination when the pump was running at maximum rate. Destructive analysis found significant residue and shaft wear on the upper shaft of gear 2. More residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
The patient reportedly recovered without sequela.

Event description:
It was reported that the patient attempted to give himself a personal therapy manager (ptm) bolus and received a ¿8476¿ code on the ptm. It was discussed that this code indicated that a motor stall occurred. It was later reported that the pump was replaced. The reporter did not know when the motor stall occurred. The device system was used to deliver hydromorphone and bupivacaine.